Manufacturer narrative:
Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A facility representative reported that there was a crack in the cartridge during an intraocular lens (iol) implant procedure.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a 24.5 diopter lens, an unspecified handpiece, and an unspecified viscoelastic. Without the cartridge model it cannot be determined if this is a qualified combination. The iol product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).